Manufacturer narrative:
On 21-jul-2021, the suspected medical device was returned for evaluation. On 25-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. During visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed according to mentor procedure, and it revealed two tears (a and b) on the posterior view, measuring approximately 0.1 each of them. A microscopic examination was performed and the cause of both tears could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 350cc mentor smooth round moderate profile saline breast implant experienced left-sided implant deflation postoperatively. Deflation as discovered when the patient underwent explantation and replacement with 550cc smooth mentor memorygel breast implants, catalog # 3505504bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021.